Manufacturer narrative:
Report number 2134265-2021-16091 is a duplicate of 2134265-2021-15897.

Event description:
It was reported that air in the device occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. As the wds was introduced into the watchman truseal access system with double curve an air bubble was observed on the closure device via fluoroscopy. The wds was removed from the patient and the system underwent flushing as it had during preparation for the procedure. After flushing, the wds was inspected for the presence of air and none was observed. The wds was reintroduced into the patient and the procedure was successfully completed.

Event description:
It was reported that air in the device occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. As the wds was introduced into the watchman truseal access system with double curve an air bubble was observed on the closure device via fluoroscopy. The wds was removed from the patient and the system underwent flushing as it had during preparation for the procedure. After flushing, the wds was inspected for the presence of air and none was observed. The wds was reintroduced into the patient and the procedure was successfully completed.